Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6)2021, it was observed that after the versalok threader tab *ea device was inserted with an unknown inserter device, both anchor and the inserter pulled out as the inserter could not be detached. It was reported that when inserting the anchor, the shaft was slightly misaligned. It was reported that the inserter and the anchor were both spinning, and the inserter could not be removed from the anchor. It was reported that there was some bone loss in the lesion where the anchor was deployed. It was reported when the anchor was removed, a hole (the size of the anchor) was made. It was reported that no treatment was performed on the bone defect. The procedure was completed with less than 30 minutes of delay. The status of the patient post-surgery was unknown. No additional information was provided.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: upon further investigation, it was determined that this device was inadvertently reported separately and is a part of a device already reported under MFR# 1221934-2021-00658. All further reporting regarding this event will be under MFR#1221934-2021-00658 .